Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, up, down and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer¿s blood glucose was 88 mg/dl. Customer had hypoglycemia. Customer was feeling dizzy. Customer stated that buttons were sticking out and the buttons were hard to press. Customer also stated that the buttons not responding properly. Troubleshooting was performed for keypad anomaly. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.